Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition confirmed the reported event that the suture came out of the artery during the knot tightening. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture came out of the artery during the knot tensioning incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a below the knee balloon angioplasty procedure. Reportedly, after device removal, as the suture was being tightened, the suture came out of the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient effects. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.